Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician encountered resistance while advancing the catrx and reported that it would not cross the thrombus. Therefore, the catrx was removed. The physician then used a non-penumbra catheter to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2020-01105. Section h. Device code 2. Results: the catrx was stretched approximately 141.0 cm ¿ 144.0 cm from the hub. The total length was measured approximately 145.0 cm. The guidewire lumen was punctured approximately 135.0 cm and 145.0 cm from the hub. Bends were present along the length of the catheter. Conclusions: evaluation of the returned catrx revealed that the guidewire lumen was punctured, and the catheter was stretched. If the guidewire is forcefully advanced through the catrx guidewire lumen at an extreme angle, the guidewire may puncture the lumen. If the guidewire was outside the guidewire lumen and the catrx was inserted into a parent catheter, resistance maybe encountered during advancement. Forceful manipulation of the device against this resistance likely contributed to the stretching on the catheter. Further evaluation of the device revealed bends along the length of the catheter. This damage was likely incidental to the complaint. During functional testing, a demonstration guidewire was unable to advance into the guidewire lumen due to the damage on the distal tip of the guidewire lumen. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.